Manufacturer narrative:
Device description reported as an unknown right uni-compartmental knee. Review of otismed database indicated that this patient is not listed as a recipient of shapematch cutting guide that was used during implantation of stryker knee implant. It is also noted that the shapematch product was not available for partial knee arthroplasty (uni knees) as it was only cleared for use with triathlon total knees. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a right uni-compartmental knee implanted in (B)(6) of 2011. Patient's knee was revised due to loosening. Patient stated the knee never worked from original implant date. Patient stated their primary surgery was done using otis med/shapematch cutting guide.